Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6) the lead was returned in segments, analyzed and no anomalies were found. It was noted that outer tubing overlay melted, outer tubing overlay cosmetic enviromental stress cracking and there was apparent explant damage.

Event description:
Infection was reported. The lead was removed. No further patient complications have been reported as a result of this event.